Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing blurred vision, nausea, and dizziness. The patient was negative for stroke and patient was discharged. The patients weakness/numbness was resolved but even after getting off pain meds she still has blurred vision, nausea and dizziness so that is why she and her doctor would now like an MRI.